Event description:
It was reported that the ICD was replaced after noise detected as vt which could not be confirmed via psa. Physician suspected issue was with the device port. It was further reported that the is-1 rv grommet and hvb rv grommet had damage observed on them. The device was extracted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.this model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary (B)(4) the implantable cardioverter defibrillator (ICD) was returned and analyzed. Analysis findings demonstrated grommet damage. The reported event was determined to be related to grommet punch-out with blocking (driven by self-adhesion between grommet halves over time) or grommet punch-out without blocking (driven by wrench friction and low silicone stiffness). Consequently, corrective actions (CAPA 1032) have been implemented to address this issue.